Manufacturer narrative:
A5 and a6 are unknown. Investigation summary: the investigation has been completed. Fever/hemoptysis: the cause of the injury was not determined due to insufficient clinical details. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issues: on two occasions during the case, the pump was seen close to the septal wall and required repositioning. The product was not returned for investigation. The cause of the positioning issues could not be determined due to insufficient clinical details and no product returned. Pump suction: clinical details reported a number of intermittent suction events around the times where the pump was positioned deep or near the septal wall. The product was not returned. Data log review confirms suction alarms triggering from 10/17 - 10/20. Prior to the event, a motor current spike did occur, followed by a drop in purge flow, as well as elevated purge pressure and pump flow levels. This was most likely due biomaterial ingested at the impeller purge gap, but these conditions resolved after tissue plasminogen activator (tpa) was put through the purge line, and would not relate to the suction events later on in the case. During the reported suction events, pressure waveforms briefly became aortic, meaning something could have been interacting with the inlet area. There were no changes in motor current leading up to these events, ruling out possible ingestion. On 10/20, an echocardiogram was performed and revealed that the pump was positioned deep and the inlet was close to the septal wall. After the pump was repositioned, suction events resolved for the remainder of the case. Based on the data log and clinical details, the cause of the suction was most likely due to improper positioning. Purge issues: clinical reported a spike in motor current followed by a drop in purge flows from 10-11ml/hr to 4ml/hr. Tpa was started through the purge line which resolved the issue. The product was not returned. Data log review confirms the spike in motor current as well as the drop in purge flows right after on 10/13. At the same time as the drop in purge flows, purge pressure also increased from ~450mmhg to 600mmhg. Motor speed also deviated down at the same time motor current spiked, which is a signature of ingestion. Tpa was started through the purge line, and it's seen in both clinical details and data logs that the purge issues started to resolve. The cause of the purge issues was most likely due to biomaterial ingestion, as a seen by signatures of ingestion before the purge issues occurred, and because it resolved after tpa was started through the purge line. Device history review: the pump passed all post sterile inspection criteria.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to heart transplant. On support day four, the patient experienced episodes of ventricular tachycardia (vt) resulting in a shock from his implanted implantable cardioverter defibrillator (ICD). A formal echocardiogram was performed to confirm impella placement, but images were not yet available. The following day it was noted that the patient continued to have vt and the impella pump was found to be flipped back towards the septal wall. The patient was placed on mandatory bedrest. An echocardiogram (echo) was ordered to facilitate impella 5.5 repositioning. Despite the clinical events, the patient was reported to be doing well, feeling good, and anxious to mobilize. The impella was repositioned and the following day it was noted that after repositioning the impella, the patient did not experience any further episodes of vt or ICD shocks. On support day nine, the patient was noted to have hemoptysis and as a result heparin was withheld. On support day 10, the impella experienced a spike in motor current and a significant drop in purge flow rates (from 10-11 milliliters per hour (ml/hr) down to 4 ml/hr), indicating a potential pump issue, possibly related to thrombus formation. The clinical team elected to initiate treatment with tissue plasminogen activator (tpa) delivered via the purge line rather than systemic heparin due to the patient¿s bleeding risk. Additionally, the patient spiked a fever and started on antibiotics. The following day, the patient completed tpa administration and was switched back to bicarbonate purge solution. The hemoptysis was noted to be resolving, and low-dose systemic heparin was initiated. The patient was feeling well, eating, and ambulating two laps. On support day 17, the impella experienced several suction alarms over the last few preceding days and had the patient experienced runs of vt the previous night and during the morning. An echo revealed the pump was positioned deep at just over 5.5cm from the aortic annulus, and close to the septal wall. In consultation with the physician, the pump was repositioned under echo guidance and was pulled back approximately 1 cm and tilted away from the septum. The pump was re-secured with proper three-point fixation. Following the repositioning, the pump performance level was successfully increased from p-6 to p-7, and purge flows stabilized at 11-12 ml/hr. The patient's partial thromboplastin time was therapeutic at 57 seconds, and the patient was instructed to rest while awaiting heart transplant evaluation. An echo technician was scheduled to confirm final measurements and images. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure.